Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l3 and during the procedure, one of the balloons was inflated to approx. 300 psi and 3cc when it ruptured (as indicated by fleuro imaging). According to the report, the physician pulled back on handle of inflation syringe, removed the inflatable bone tamp (ibt), and proceeded with case successfully. There were no fragments of the balloon remaining in the patient and no allergy to contrast media was reported.

Manufacturer narrative:
Product analysis: "visual review confirms rupture. Functional analysis not possible due to a large hole on the ibt balloon. The rupture is oriented longitudinally along almost the entire length of the balloon, and is consistent with contact with bone splinters during surgery."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.